Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred immediately after clipping. The closed clip did not release from the tip of the clip applier. The customer used the medium/large hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter suggested (10 mm for medium-large clip applier). The issue occurred in the first clip application of the clip applier. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the medium-large clip applier (mlca) instrument could not apply the clip. The customer used a backup mlca instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.